Event description:
A ventilator was returned to the manufacture for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's front panel board was observed. The device's front panel/keypad led pca was replaced to address the issue.